Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 402 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with bolus and manual shots for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they was trying to deliver bolus on his pump but nothing was delivered. Customer wanted to redo his bolus shot. Customer stated that his insulin pump was already showing a 30 plus units of active insulin but nothing was delivered since he was not connected with his insulin pump. The insulin pump will not be returned for analysis.